Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired stimulator, patient engaging in strenuous activities, not irrigating the incision site, not using antibiotics, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. However, the clinical representative disclosed the patient was not in compliance with the IFU by touching/picking at the wound. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the irritation/erosion is patient user error due to non-compliance to the IFU.

Event description:
The patient reported irritation and erosion. The stimulator was explanted on (B)(6) 2021, and no further issues have been reported.